Manufacturer narrative:
Concomitant medical products: 6937 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient presented to the facility after hearing an alert. The implantable cardioverter defibrillator (ICD) had a high-voltage problem which may have caused the impedance issues with the right ventricular (rv) and superior vena cava (svc) leads. The ICD was explanted and replaced. The rv and svc leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.